Manufacturer narrative:
B6. Relevant tests/laboratory data - correction - settings were not included in initial MDR. B2. Outcomes - correction - required intervention should have been included in the initial MDR.

Event description:
Patient had a generator replacement. The explanted generator has not been received to date.

Event description:
In clinic notes, it was reported vns was not working and the patient was having seizures all the time. Battery was referred for generator replacement. No known surgery has occurred to date. No additional relevant information has been received.